Manufacturer narrative:
Additional information was received that the reason for explant was due to pain at the pocket site. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc- 3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-4316, lot #: 16588636, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient¿s spinal cord stimulator device had failed. The patient will undergo an explant procedure.

Event description:
A report was received that the patient¿s spinal cord stimulator device had failed. The patient will undergo an explant procedure.